Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that when the patient got up the morning of the report, it seemed like it wasn't working and they got a message that said "timed out" when this occurred. They clarified every time they started peeing a lot, they got a timed out message. They had to go to the bathroom "like 5 times in an hour," and stated they had a loss of therapy. This occurred about an hour ago. The day of the report they went to four stores and were at the last store for at least 30 mins and did not have to pee which was a miracle. Their healthcare provider had told them they could make therapy changes as needed. The patient was walked through how to connect with the ins and they confirmed on the call stimulation was on at 0.8 volts on program 3. They did not want to increase stimulation any higher than 0.8 volts because they tried that already that morning. They confirmed no trauma/falls. They were associating symptoms with receiving the timed out message. Education was provided on the timed out message and therapy and external equipment theory/usage were reviewed. It was also reviewed how to close out of the patient application and the patient successfully closed out of the application on the call. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue.